Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was a polaris vega system control unit defect. Power input there, no power to the active instruments outputs. The polaris vega system control unit of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: product ID: system control, 9735820, scu vega s8 svc, sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after system installation we went to do the calibration. During setup we recognized that the small active spine frame and the concave pointer were not seen by the camera. Led´s from active instruments would not light. No patient.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to a known good system the returned scu would not power up. This scu has not been previously returned for a failure. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.